Manufacturer narrative:
The device was used for treatment. The device was not returned for analysis, therefore, the clinical observation could not be confirmed. The investigation will focus on a review of product documentation. The device history record was reviewed to confirm that the device passed all applicable in-process and final inspections. Per qa procedure abiomed introducer sheath in-process and final inspections:vacuum leak test: perform pressure and vacuum leak test per procedure (latest revision). This procedure is performed by qa 100%. Per instructions for use (IFU): when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Event description:
It was reported that during cardiomyopathy procedure introducer was placed through a graft on the patient's left axillary artery. While advancing the impella 5.0 catheter through the introducer, blood was seen leaking around the shaft of the catheter. The impella's outlet was beyond the distal tip of sheath when this was noticed. Amount of blood loss is unknown. There was no additional surgery or blood products required to control the blood loss. The issue was resolved immediately by using a tourniquet & advancing the impella's repositioning sheath. Procedure completed with same device. The physician believes there was a hole in the hemostatic valve of the peel away sheath that caused the blood loss. However, hole in hemostatic valve was never confirm. Patient outcome is stable. Product was discarded. No additional information is available. No serious injury reported.